Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported plan to remove left side implant due to ¿contracture,¿ baker grade unknown, and patient cannot ¿not sleep at night knowing that {patient} have the potential to become ill.¿ patient expressed regret implanting devices that could ¿potentially cause alcl-bia.¿ additionally, healthcare professional reported via pfn left side capsular contracture, baker grade iii and "fear of alcl". Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported plan to remove left side implant due to ¿contracture,¿ baker grade unknown, and patient cannot ¿not sleep at night knowing that (patient) have the potential to become ill.¿ patient expressed regret implanting devices that could ¿potentially cause alcl-bia.¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information was provided when the pfn was received that the capsular contracture initially reported as baker grade unknown is now a baker grade iii.

Event description:
Additionally, healthcare professional reported via pfn left side capsular contracture, baker grade iii and "fear of alcl".